Event description:
It was reported that magnet interrogation was unsuccessful for this implantable cardioverter defibrillator (ICD) during surgery. Technical services (ts) was consulted and recommended further review. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected device manufacture date.

Event description:
It was reported that magnet interrogation was unsuccessful for this implantable cardioverter defibrillator (ICD) during surgery. Technical services (ts) was consulted and recommended further review. This ICD remains in service. No adverse patient effects were reported.